Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 30, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes, 11, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established.  The affected unit was not returned for evaluation; therefore, a thorough investigation could not be performed. However, a retention sample was visually inspected with no anomalies noted on the device. The retention sample was then manually run through the ops leak tests to ensure each component of the device is functioning as normal. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular, that during cardiopulmonary bypass, the vent valve leaked. No known impact or consequence to patient. There was approximately 11cc of blood. The product was not changed out. The surgery was completed successfully.